Event description:
The customer alleged the unit was leaking disinfectant from the reservoir. No injuries were reported from the event.

Manufacturer narrative:
Method code: other - the customer repaired the unit. Conclusion code: other - updated ad connectivity document.